Event description:
It was reported the pt began having symptoms of increased pain and confusion in 2008. At about 2 days later, the pt went to the ER. The pt was assessed and was reported to have a pain level of ten, with confusion. A refill of the drug delivery pump was performed. The expected residual drug volume was 2.3 ml while the actual residual drug volume was 3.5 ml. The drug used in the pump is preservative free morphine 25 mg/ml programmed to a dose of 6.49 mg/day. The expected refill date was about 2 months away. It was also reported that the skin and pump site was dry with no sign of infection. Immediately following the refill (fifteen minutes later) the pt was still confused with a pain scale of ten. Additional pain medications being used were dilaudid (prn IV) and norco (prn oral). The pt remained in the hospital for three days. At that time, the pt "was fine and was sent home".